Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the short interval counter was high, capture thresholds have risen and sensing value was low. The lead was planned to be extracted at a later date. No patient complications have been reported as a result of this event.